Event description:
Treatment of an acute stroke. It was reported that the solitaire dropped out of the dispenser coil upon removal from the sterile packaging and was not used in the patient.

Manufacturer narrative:
The pushwire was returned for analysis and it was broken into two segments. Cross analysis of the break point showed that the failure of the pushwire was due to torsional overload.pushwire separation.(B)(4).